Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that a patient underwent a magnetic resonance imaging (MRI) scan without disclosing the presence of a urinary stimulation implantable pulse generator (ipg). The stimulator was not turned off and was not placed into MRI mode during the scan. The patient began to feel uncomfortable during the scan, which lasted for seven minutes before being discontinued due to the discomfort. The patient was advised to follow up with their managing healthcare provider, but had not done so at the time of the report.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.